Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt had broken wires, damaging a pulse wire in the lead 1- wire in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.